Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to a high, out of range shocking impedance measurement. A boston scientific technical services consultant identified two recent measurements that were out of range and recommended a manual lead impedance test and x-ray to verify system connection and electrode position. The patient was brought into the clinic and while set up was being performed, a high impedance measurement was noted and device therapy turned off. The device was subsequently explanted and replaced. The electrode remains in service. No additional adverse patient effects were reported.